Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the channel cover. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.3 inspection of the endoscope". [Inspection of entire endoscope] 3. Abnormalities such as cracks, dents, bulges, edges, scratches, protruding metal wires from the inside, projections, slack, deformation, bending, adhesion of foreign matter, and parts falling off on the outer surface of the entire length of the insertion tube including the curved part and tip. Visually check that there are no" olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the evis lucera elite gastrointestinal videoscope had reduced angulation. Inspection and testing of the returned device found that the plastic distal end cover had foreign matter attached to it. There were no reports of patient harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
Section e1: establishment name: (B)(6) hospital. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The customer did not have any information on what the foreign material was or how it adhered to the scope. The scope was reprocessed before being sent to olympus for repair and the nozzle was wiped/brushed during reprocessing. The device was returned for evaluation and the customers allegation was confirmed. It was noted that the bending angle in the up direction and the play of the up/down knob were out of standard value due to wear of the angle wire. The adhesive on the bending section rubber had a chip and had a white clouded area. There were scratches noted throughout the device. The scope cylinder was shaved and switch 4 had wear. The light guide lens and the plastic distal end cover had a crack. It was also noted that the connecting tube had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.